Manufacturer narrative:
After assessing the product on february 11, 2016 in the biosense webster failure analysis lab, the lot number was determined as 17231140m. Therefore, (B)(4). (B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with three smart touch unidirectional catheters. The first two catheter¿s used had to be replaced as they stopped fully deflecting towards the curve. The third catheter that was going to be used for replacement was noted to have the package opened. They were able to complete the procedure with no patient consequence with the fourth catheter. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Since the original packaging was not returned, no further investigation could be performed. However during manufacturing process, several on line inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. A deflection test was performed and the catheter passed. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant products: 1. (Two) smart touch unidirectional catheters, model #: d-1336-02-s, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with three smart touch unidirectional catheters. The first two catheter's used had to be replaced as they stopped fully deflecting towards the curve. The third catheter that was going to be used for replacement was noted to have the package opened. They were able to complete the procedure with no patient consequence with the fourth catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. For the two catheters with the deflection issues, they have been assessed as not reportable. Since the catheters are unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that this issue could cause or contribute to a serious injury or death was remote. For one catheter with the open packaging issue, it was assessed as a reportable malfunction. A packaging defect that compromises the sterility of the product exposes patients to the possibility of the introduction of micro-organisms into the vasculature, leading to an infectious process, bacteremia or sepsis. This may result in the need for additional medical intervention or potentially may lead to permanent injury or impairment.